Event description:
A report was received that the patient was experiencing pain at the pocket site. The physician noted that the ipg had become more superficial and has suggested a pocket revision. The patient has had recent weight loss.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The physician noted that the ipg had become more superficial and has suggested a pocket revision. The patient has had recent weight loss.

Manufacturer narrative:
Additional information was received that the patient's recent weight loss was not device related. The patient underwent a pocket revision and was reportedly doing well following the procedure.